Event description:
Unomedical reference number (B)(4) . Event occurred in the united states it was reported that the patient suffered from high blood glucose level led up to hospitalization of patient event on (B)(6)2024. The blood glucose was 600mg/dl. Length of hospitalization was 5 days no further information available

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.